Manufacturer narrative:
Initial and final (B)(4). Device 5 of 9 e1: patient city: (B)(6), patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient experienced issue of 9 infusion sets leakage issue on (B)(6) 2024 and patient was asked to keep using them.the sets were not in use for even a day, and started leaking from the tubing, were it attaches to connector. Blood glucose level was found to be high and treated with mannual injection. No further information available.